Event description:
The physician reported the super turbovac 90 ifs handle became so hot intra-operative, she was unable to hold it. There were no reported injuries to the user or the pt. No additional info was provided.